Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) had been abandoned for unknown reasons. The sales representative was not able to obtain additional information from the clinic. No patient complications have been reported as a result of this event.